Manufacturer narrative:
The system was examined and the reported event was replicated. The pneumatics module was replaced to resolve the issue. The system was tested and found to meet product specifications. There was no problem was found in relation to the phaco aspiration. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming pneumatics module. However, how or when the module became nonconforming cannot be determined conclusively. There was no problem found in relation to the phacoemulsification aspiration. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A customer reported that during a combined cataract extraction with intraocular lens implant /retinal procedure the vacuum was poor. The cataract surgeon noted that during phacoemulsification the vacuum was poor but he was able to complete the lens extraction. The retinal surgeon noted that during the vitrectomy portion there was no vacuum in extrusion. The case was completed using an alternate system. There was no harm to the patient.